Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse checked all instrument set up and all fluid lines. The customer monitored the instrument for several days. The customer did not have any further issues. The cause of the discordant, (B)(6) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xpt instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and on an advia centaur xp and an alternate instrument, resulting (B)(6). A (B)(6) result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.